Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2017 the patient presented to the hospital with back pain and computed tomography (CT) showed contrast in the aneurysm sac and a possible type 3b endoleak with pending rupture. The physician elected to a re-line the initial devices by implanting an additional bifurcated stent, an infrarenal aortic extension, and an ovation extender to resolve the endoleak.